Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned without the stylet. Is-1 pin bent was observed. Stylet insertion was performed using a stylet sample in the lab, stylet sample still passed through the bent pin and the coil lumen with no obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after attempts were made to place the lead in the ventricular apex, the physician noted that a stylet would not fully insert to the end of the lead. Upon further inspection, it was noted that the lead pin was bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.